Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup and while the patient was in the operating room under anesthesia, the hydros handpiece generated multiple error messages indicating a software issue. The system was rebooted, and all connections were checked and reseated; however, the errors persisted. The surgeon requested that transurethral resection of the prostate (turp) be performed when the reboot did not resolve the issue. Multiple software error messages continued to occur. The error was subsequently identified as a motor pack¿to¿handpiece connection issue; however, by that time, the procedure had already transitioned to turp. There were no adverse health consequences to the patient as a result of this event.